Manufacturer narrative:
This report is being supplemented to provide additional information and results of the final investigation. Please see updates to d8, d9, h2, h3, h6, and h11. The device was returned to olympus for inspection, and the reportable malfunction was confirmed due to a damaged charged coupled device (ccd) unit. Based on the results of the investigation, the most probable cause for the alleged failure of no image is due to damage or deterioration of parts due to wear and tear, without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
There is no new information provided by the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the broncho videoscope has no picture. It is unknown when the event occurred at. There were no reports of patient harm.